Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem comp #7r-cem; cat# 5515-f-702; lot# unknown. Triathlon prim cem fxd bplt #7; cat# 5520b700; lot# unknown. Triathlon asymmetric x3 patella; cat# 5551-g-381-e; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee. All components removed and a spacer was placed.